Event description:
It was reported that during an anterior resection procedure, the stapler portion was inserted through the rectum and the trocar was married to the anvil. The stapler was dialed down, and as the orange indicator moved into the green zone, a click noise was heard but was not accompanied by any tactile feedback. The stapler was closed until tight and the safety was released. When the firing trigger was pulled, it would not move. The stapler was removed from the rectum and another stapler was opened to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/09/2008. Info anticipated, but unavailable at this time.